Event description:
Initial info reported by a physician to a sales rep on 19-aug-2010: a female pt receiving poly-l-lactic acid (sculptra, lot# and exp date unk) developed a visible nodule in the periorbital area. Treatment for the nodule was not reported. No concomitant medications or medical history reported. No further info reported.